Event description:
It was reported the hand piece is generating change instrument error with the gen11. It was during testing and there was no patient involvement. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.